Event description:
It was reported by the patient that the remote monitor would not power on. New batteries were tried, but the situation did not resolve. The monitor had been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was able to confirm the reported event, the device failed power testing due to a defective crystal component.